Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient's mother reported a detached sensor wire.. Based on visual inspection, testing concluded that the sensor wire with (B)(4) is missing from the sensor pod and seal carrier.the problem is confirmed is confirmed because the sensor wire with (B)(4) was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of detached/missing sensor wire is confirmed.the root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was located in the skin of the patient. The attempted sensor insertion was at the arm. Additionally, the patient stated that the sensor wire issue included bleeding at the insertion site. The sensor was inserted at the arm on (B)(6) 2017. No medical intervention was reported. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.